Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse had patient rewarming in arctic sun device, but patient seems to be cooling instead of rewarming. Start of rewarm 2 hours prior, patient temperature (pt) was 36c, now patient temperature (pt) was 35.5c (confirmed with secondary source), targeted temperature (tt) was 37c, water temperature (wt) was 41.7c, flow rate (fr) was 3.1l/m, patient weight was 86kg with m pads. Nurse confirmed there was a good bit of exposed abdomen. Suggested nurse add universal pad for proper coverage and discussed connecting the new pad. Most recent alert was alarm 116 (patient temperature 1 change not detected) 2 hours prior. Explained that the device appears to be responding appropriately by making warm water. Before disconnecting patient temperature (pt) was now 35.7c. Suggested to call back if patient temperature drops.

Event description:
It was reported that the nurse had patient rewarming in arctic sun device, but patient seems to be cooling instead of rewarming. Start of rewarm 2 hours prior, patient temperature (pt) was 36c, now patient temperature (pt) was 35.5c (confirmed with secondary source), targeted temperature (tt) was 37c, water temperature (wt) was 41.7c, flow rate (fr) was 3.1l/m, patient weight was 86kg with m pads. Nurse confirmed there was a good bit of exposed abdomen. Suggested nurse add universal pad for proper coverage and discussed connecting the new pad. Most recent alert was alarm 116 (patient temperature 1 change not detected) 2 hours prior. Explained that the device appears to be responding appropriately by making warm water. Before disconnecting patient temperature (pt) was now 35.7c. Suggested to call back if patient temperature drops. Per follow up information received via phone on 07mar2024, it was reported that therapy was completed on the original device without any impacts to the patient. Nurse was advised to add universal pads. This resolved the issue. The device was not sent to biomed.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.